Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 71-year-old male patient experienced access site bleeding, leading to removal of pump. Impella placed pre-procedure for vt ablation via rfem successfully. Vt ablation performed. Throughout patient required total of 10 defib. Successful ablation. Patient hemodynamically stable post ablation, peel away sheath removed and repo sheath positioned well. After approximately 5 min access site began to bleed, attempted angle matching with no decrease in bleeding. Decision made to explant impella in procedure room with manual hold and protamine reversal d/t act >300. The impella weaned and explanted successfully and manual pressure held for hemostasis for 40min.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. No product was returned. As per clinical, access site began to bleed and decision made to explant impella due to act values higher than 300. Manual pressure was held for 40 mins to achieve hemostasis. The cause of the access site bleeding issue was anticoagulation management related due to high patient act values (>300) per clinical review.